Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving two separate products; associated mdrs #1225714-2014-00453, 00454, 00205 and 00206.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on an unknown date than experienced a cerebrovascular event and subsequently expired on (B)(6) 2013 after the use of the product.